Manufacturer narrative:
Other, other text: evaluation results: one level 1 hotline low flow system (h-l90) was returned for investigation in used condition. Visual inspection revealed fluid ingression. There was no other damage on the device. The customer reported product problem was confirmed during testing. The pcb board was replaced in order to resolve the product problem . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that there was liquid inside the level 1 fluid warmer. No patient injury or complications were reported in relation to this event.